Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable as the event was confirmed as control panel failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device touchscreen didn't work. Per follow up information received via email on 11jun2024,device repaired by onsite tech on 20may2024. Control panel replaced to fix issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device touchscreen didn't work.